Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-18128. It was reported both of the patient's leads had migrated. As a result the patient lost effective therapy. Surgical intervention was undertaken on (B)(6) 2022 and one of the patient's leads was repositioned. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.